Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels, hypoglycemia and hospitalization. No further details regarding treatment were provided besides that the patient received insulin pens and suffered from covid-19 at that time.

Manufacturer narrative:
H3 other text: shipment of complaint material from russia suspended indefinitely.